Event description:
Surgeon stated that there were metal shavings left in the pt during total knee surgery. The hospital did not save any of the used blades or packaging. There were no injuries, but doctor stated he was not certain if there could be complications in the future if any metal was still in patient.

Manufacturer narrative:
Follow up: with the information provided and no product returned for evaluation a root cause cannot be determined. A possible cause may be metal galling or build-up inside the cutting fixture from prior use.

Manufacturer narrative:
No device available for eval. The hospital did not save any of the used blades or packaging.